Event description:
A pt was originally skin tested with negative results and subsequently has had multiple treatments approximately twice a year. The pt was treated with 1.0 cc collagen in the chin. Pt called to report a reaction, however all the details regarding the exact symptoms were not provided. The pt was resisting coming in for examination. The preliminary diagnosis is hypersensitivity related to collagen material. Initially, the pt self-medicated with an antibiotic. Eventually, the pt determined the event was a herpetic outbreak. The pt started taking acyclovir, and all symptoms are resolved.